Manufacturer narrative:
Findings: unit received with intermittent blank display due moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self test, displacement test, rewind, occlusion test, prime test, operating currents, off no power test and excessive no delivery test due to blank display. Unable to confirm battery out limit, low battery and off no power alarms due to blank display. Unit received without battery cap unable to confirm damage. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.